Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on an unknown date. During the procedure, leak was noted from the proximal end of the balloon closest to the scope. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.